Event description:
It was reported that the pt was gaining no benefit from the implant. After the implantation, the pt had a large bone growth which resulted in the bed of the implant disappearing, breaking the sutures. The implant moved towards the ear, causing infection. It was decided to remove and replace the implant, even if the implant was in perfect working order, to avoid any risk following the infection.